Manufacturer narrative:
The device has not been returned for evaluation and no images or videos have been provided of the filter in-vivo, so the complaint cannot be confirmed. If additional information is provided in the future, this issue will be reevaluated as needed. Incorrect positioning or orientation of the filter is one of the potential complications cited in the IFU associated with this product. In the IFU, step 28 of the recommended filter implantation states ¿perform a control cavagram prior to terminating the procedure. Verify proper filter positioning.¿

Event description:
According to the notice received by (B)(6) complaint filed on march 19, 2018, the patient was prescribed and implanted with an option retrievable ivc filter on or about (B)(6) 2014 by dr. (B)(6) at (B)(6) hospital in (B)(6). The patient had a scheduled retrieval approximately 17 months later, on or about (B)(6) 2016, by dr. (B)(6) at (B)(6) hospital in (B)(6). The physician was unable to retrieve the device due to tilt and embedment. The patient further alleges ¿fragment of glidewire sheared off during removal attempt, embolizing into the right atrium.¿ argon¿s attorneys are attempting to gather additional information.